Manufacturer narrative:
Details of complaint: the customer reported that this gz transmitter is not producing ECG readings. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow up, what type? H3. Device evaluated by manufacturer? H11. Additional manufacturer narrative.

Event description:
The customer reported that this gz transmitter is not producing ECG readings. The unit was not in patient use at the time.

Event description:
The customer reported that this gz transmitter is not producing ECG readings. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this gz transmitter is not producing ECG readings. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/30/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 01/02/2026 I called jesus to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for jesus to call me back with this information. Attempt # 3: 01/04/2026 I called jesus to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for jesus to call me back with this information.